Event description:
Patient reported via abbvie spain third party representative that capsular contracture baker grade unknown and late seroma. Patient later reported double capsule, capsular contracture baker grade IV. Device has been explanted with a capsulotomy and replaced with non-abbvie. This record is for left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06jul2024.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/jul/2024.

Event description:
Third party representative reported left side capsular contracture baker grade unknown and late seroma. Device has been explanted. Treatment: amoxicillin/clavulanic acid 875/125 mg every 8 hours for 7 days omeprazole 20 mg every 24 hours, for 1 week paracetamol 1 gr every 8 hours, metamizol (nolotil) 575 mg every 8 hours (lateranting with paracetamol), if lots of pain substitute paracetamol with adolonta 25 mg every 8 hours

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late

Event description:
Third party representative reported left side capsular contracture baker grade unknown and late seroma. Device has been explanted. Treatment: amoxicillin/clavulanic acid 875/125 mg every 8 hours for 7 days omeprazol 20 mg every 24 horus, for 1 week paracetamol 1 gr every 8 hours, metamizol (nolotil) 575 mg every 8 hours (lateranting with paracetamol), if lots of pain substitute paracetamol with adolonta 25 mg every 8 hours

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 photographic device evaluation: a review of the device through photographs noted the event could not be observed as it is a physiological complication.

Event description:
Third party representative reported left side capsular contracture, baker grade IV and late seroma. The device has been explanted. Treatment: amoxicillin/clavulanic acid 875/125 mg every 8 hours for 7 days omeprazol 20 mg every 24 horus, for 1 week paracetamol 1 gr every 8 hours, metamizol (nolotil) 575 mg every 8 hours (lateranting with paracetamol), if lots of pain substitute paracetamol with adolonta 25 mg every 8 hours.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV; late seroma

Event description:
Patient representative reported left side capsular contracture baker grade IV and "periprosthetic seroma." Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.